Manufacturer narrative:
Updated. A medtronic representative went to the site to test the equipment. It was determined the emitter power cable was broken. The emitter interface box was not being recognized in the application. The emitter power cable was replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the returned emitter was analyzed. No failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: unk, ubd. Product ID: 9733597, serial/lot #: unk. Product ID: 9660651r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera and emitter of the navigation system were not functioning as intended. There was no patient present when this issue was identified. Medtronic received information regarding a navigation system. It was reported outside of a procedure during a planned maintenance (pm) that visual inspection failed. The manufacturer representative (rep) restored the electronic picture archiving and communication systems (pacs) settings and checked the pacs connection successfully. The camera had an amber led on and needed to be replaced. There was an issue with the electromagnetic localization system had an issue with communication and needed to be replaced along with the cable. The next step was to replace the power cable and bulkhead connector. No patient was present at the time of the event.